Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a motor error alarm during basal delivery. There was no significant event reported leading up to the alarm. It was reported that the customer was unable to completed the rewind sequence on the insulin pump. It was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan. The customer's blood glucose value was 158 mg/dl. No further information was provided.

Manufacturer narrative:
No unexpected low battery alerts or motor error alarms noted during testing. The insulin pump passed the displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery, motor and off no power tests. The operating currents were within specifications. The insulin pump was received with cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.